Event description:
(B)(6) 2024 upon inspection of skin pre modality application there was an area of darkened discolored skin area right side upper lumbar area (potential blister/potential abrasion). This was noted prior to modality use that session. Out of precaution this area was avoided during pad placement and hp/mh was not applied. No concerns were noted following pad removal. At his next visit/follow up on (B)(6) 2024 noted 4 circular m&m size burn/blistered areas to lumbar spine. Location of these areas were consistent with pad placement on (B)(6) session. At the time of modality completion, no concerns were observed, and were documented as such.